Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
Reportedly, a leading haptic caused a capsular tear during the implantation of an intraocular lens. The lens was removed intraoperatively and a lens of a different model was placed. The incision was enlarged. The patient outcome is good.